Event description:
Patient received a patient notifier for nsln and was transmitted over (B)(6). It was reported intermittent undersensing was observed on the device. An adjustment to the sensing vector was made. The device remains implanted and will be monitored.

Manufacturer narrative:
The reported field event of intermittent undersensing was confirmed via review of electrograms. The cause of the undersensing was noise. The device was tested using automated test equipment and passed all tests. The cause of the noise was not determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes the device was explanted.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.